Event description:
It was reported that an arteriotomy closure of the right common femoral artery was completed successfully using a proglide device after a coronary procedure using a 6f sheath. There was residual bleeding that resolved with ten (10) minutes of manual compression. It was noted that the patient was hypertensive during the procedure. Reportedly, some hours post closure with the proglide, the patient developed a large scrotal hematoma. Reportedly, the patient was stable and doing well. There was a clinically significant delay in the procedure. Hospitalization was prolonged. The health care provider (hcp) mentioned that he would evaluate the patient to see if any additional surgery would be needed to the scrotal hematoma. No additional information was provided.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The patient effects of hematoma and hypertension are listed in the proglide instructions for use (IFU) as potential adverse events of use of the device. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. The patient effects are potential adverse events. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.